Event description:
In preparation for a cryoablation procedure, the console was powered on. Information received by medtronic indicated that the console would power on, perform self-test, complete self-test and then shut off (screen showed no input detected). The console would re-boot, perform self-test, complete self-test and then shut off. This cycle occurred five times without the user touching the console. Power up error messages appeared on the console. Service was recommended. The case proceeded with rf technology instead of cryo. There were no patient complications. Reportable following revision to regulatory reporting criteria.

Manufacturer narrative:
Technical support was notified of this occurrence. Upon review of complaint information, a service order was initiated to review the console performance on site. The reported issue has been confirmed by field service engineering. Console (B)(4) failed the inspection due to defective cpu board and power supply.